Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. * was there any additional tissue damage as a result of searching for the needle piece? If retained, were there any patient consequences? Please specify. Was the needle piece removed or is it planned to be removed? If yes, please provide details. * please clarify how many devices will be return for analysis?

Event description:
It was reported that a patient underwent a total knee arthroplasty in 2024 and suture was used. The very tip of the needle broke off. Additional information was requested.